Event description:
Attempted to place single lumen 4fr midline, lot# 7167885 catheter in left upper arm in left basilic vein using ultrasound guidance and 1.5cm depth needle guide. Established blood return but could not wire. The wire and needle were removed. Attempted to access same vein using 1cm needle guide. Appeared to be in vessel with the needle and had brisk blood return. Wire inserted part way and resistance was met. Removed needle over wire as wire was not able to be easily removed with needle simultaneously. Wire needed some force in order to be removed from patient. Wire immediately inspected and found to have a knot at its tip. Procedure aborted. Patient notified. Covering provider notified and was notified to obtain imaging of lue (left upper extremity) to look for any wire fragments possibly left behind. Provider asked if we should try to obtain midline on contralateral side as patient has no IV access at this time. Provider instructed PICC team to try for midline on right arm. Patient agreeable to this. Right midline successfully placed in rue (right upper extremity). Limb alert bracelet left in place on lue until imaging completed and any fragments have been ruled out. Knotted wire lined up with new, unused wire from new kit to compare length. Tiny discrepancy in length but unable to determine if knot undone if that would account for the missing length. PICC apsm notified. Wires saved and given to apsm. Manufacturer response for single lumen 4fr midline, single lumen 4fr midline (per site reporter). [Redacted date]: sent email to [redacted name] to inquire if there is an ongoing patient investigation. Confirmed no patient harm or investigation - [redacted name] ok to send the device to bd. [Redacted date]: added to tracker for trending and FDA reporting. [Redacted name] retrieving product from [redacted name] office as of [redacted date]. [Redacted date]- sample shipped fedex. Saw this exact report in maude, suspected reporting by manufacturer.